Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they were in water before it happened. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The device passed displacement and self tests; it failed sleep current measurement and active current measurement tests. No unexpected blank displays were noted during testing. Attempt to download using thus was successful. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; electrical board 2, terminal of the lcd flex cable. After inserting a known good electrical board 1 and a known good electrical board 2 into the original case, both the sleep current measurement and active current measurement fell within specifications. After plugging a known good electrical board 2 into the original electrical board 1 and then into the same case, both current measurements were still within specifications. After plugging the original electrical board 2 into a known good electrical board 1 and then into the same case, the sleep current measurement ran high = 7.0 miliampere. In summary, the high current measurements are due to the corrosion on the electrical board 2 connector. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: hairline crack on the battery tube side of the case originating from the corner of the belt clip rail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.